Manufacturer narrative:
Excessive fibrin can result in elevated ctni results. Ctni instructions for use indicate that samples should be free of particulate matter and fibrin. Dade behring has distributed a technical bulletin dated 6/30/05 which stresses the importance of sample integrity and proper centrifugation as part of the preanalytical process for ctni.

Event description:
Two falsely elevated ctni results of 0.69 ng/ml and 0.13 ng/ml were obtained on one patient. The original sample was re-spun and repeated on the same instrument. Repeat cnti results of 0.05, 0.01, 0.02, 0.02 ng/ml were obtained. The incorrect ctni results were not reported to the phycisian. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Sample integrity is the most likely cause of the elevated ctni results.